Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the subject pump was not delivering insulin correctly. The patient reported an elevated blood glucose (bg) excursion and hospitalization for dka that past weekend. The patient claimed her blood glucose had been running high (from 350 to 500 mg/dl) for 3 weeks. No information regarding treatment or period of hospitalization was provided. The patient mentioned she was currently off the pump an on a backup plan. At the time of troubleshooting, the patient confirmed the pump's date and time were correct. The patient also confirmed advanced settings were programmed as intended. Review of alarm history only revealed empty and low cartridge alarms for the last month. Total daily delivery (tdd) was consistent with bolus and basal delivery. Review of bolus history revealed all boluses were completed. However, review of prime history revealed that the patient was changing her infusion set approximately every 5 days and was not filling the cannula as recommended. Fill cannula volume was appearing as 0.0u. During the call, the patient confirmed scar tissue in area she attaches to. The patient also confirmed instances of insulin leaking from the site after pulling out the ifs. Customer support noted that the patient was using the incorrect technique for inserting the infusion set. This complaint is being reported because developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Based on the information provided, the patient's alleged hyperglycemia can be attributed to use error. Troubleshooting revealed that the patient was not inserting the ifs correctly, she was not filling the cannula with correct amount of insulin as recommended, she was not replacing the infusion set as recommended and she was attaching to sites where there was visible scar tissue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/17/2012. The pump has been returned and was evaluated by product analysis on 08/21/2012 with the following findings: testing confirmed that the pump was delivering insulin with specifications. Daily insulin delivery totals were reviewed and correctly reflected the users programmed basal rates. The bolus history and the black box match every bolus delivery. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump passed a 29 hour flow accuracy test. The keypad was tested and all keys were responsive to user input. Unrelated to this complaint, the pump display screen has a pinkish contrast; the pump booted to normal contrast with replacement screen.